Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 3004485144-2016-00165.

Event description:
The sales associate reported broken instruments. It was reported that the inserter stripped the screw, and the screw remained proud. The doctor was unable to finish tightening the screw. The screw item number is unknown.